Event description:
Pt's arm noticed to be moving when electrosurgical unit (esu) utilized. Small burn noticed over area where electrode placed on arm for neuromonitoring.pt's arm notice to be moving when electrosurgical unit (esu) utilized. Small burn noticed over area where electrode placed on arm for neuromonitoring.